Event description:
On (B)(6) 2012, the reporter contacted animas stating that the keypad buttons were unresponsive. The patient reportedly went swimming earlier during the day and when the patient attempted to bolus, the keypad buttons would not respond to button presses. There was no indication of moisture damage inside the pump after it was exposed to water. It was noted that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was worn. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under all of the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed moisture in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.